Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician was implanting 14mm st eagle cervical screw into 30mm plate and the head of the 2 week old screwdriver broke off in screw. Physician removed tip and continued insertion with second driver

Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). One (1) skyline x15 spring clip driver [product code: 2868-30-300] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis report noted plastic deformation of the spring clip and driver tip indicating a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the spring clip distal tip becoming broken cannot be positively determined. However, the fracture analysis report noted plastic deformation of the spring clip and driver tip indicating a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.